Event description:
The patient stated that a bx velocity stent was implanted and "recognized the exact same symptoms as before the stent implantation in 2001. The patient was told that the 10% end of the stent had closed up. Another stent (different brand) was placed inside of it.

Manufacturer narrative:
This male patient of unknown age experienced restenosis of a bx velocity bare metal stent. Restenosis is a potential adverse event associated with coronary artery stenting. Medical history that may have increased his risk for major adverse cardiac event included prior myocardial infarction and diabetes. Efforts to obtain additional clinical information were unsuccessful. The restenosis was detected approximately 5-months post implantation after the patient experienced "the exact same symptoms" as before the stent was implanted. The restenosis was treated with implantation of another stent. No additional information is available for this event. The product could not be returned for analysis, as it was still implanted and no review of the manufacturing records could be done without a sterile lot number. With the limited information available, progression of existing coronary disease or the patient's diabetes may have contributed to the event.